Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6), 2015, to excise the excess skin with the use of silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.